Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected and the catheter was observed in normal conditions. During the second visual inspection the peek housing was observed cracked with internal parts exposed. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t-bar was found slid down causing the improper deflection condition. A manufacturing record evaluation was performed and no internal action related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the peek housing damage is related to the t bar slippage inside the tip. An internal corrective action has been opened to investigate the issue of the t bar sliding down. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a radiofrequency cardiac ablation procedure with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab has identified the peek housing cracked with internal parts exposed. It was initially reported by the customer that during the procedure the thermocool® smart touch¿ electrophysiology catheter could not deflect to specification. A second catheter was used to complete the operation. There was no report on adverse event on patient. The customer¿s reported issue of inadequate deflection is not MDR reportable since the catheter is unable to deflect or relax completely, the user will not be able to use the device and will have to replace it. The most likely consequence is an intraprocedural delay and the potential risk that it could cause or contribute to a serious injury or death is remote. On 5/29/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. Initial visual analysis found no physical damage. On 6/6/2019, during a second visual analysis, the catheter was inspected and it was found the peek housing cracked with internal parts exposed. The findings have been reviewed and assessed as MDR reportable malfunctions.